Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that the suture was opened and needle attached to needle holder. Upon taking the suture out of the packet with the needle holder the needle and thread detached.

Manufacturer narrative:
Samples received: 8 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received eight closed samples and one open and used sample with the needle detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.04 kgf in average and 1.44 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. On the other hand, checking the detached needle received we have noticed that there are marks of a needle holder or other surgical instrument in the broken thread ends surface as can be seen in the enclosed picture. Due to this fact, the thread broke near the needle-attachment during handling. Note: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause them to lose strength and be less resistant to bending and breaking. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.